Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the bottom half of the display is bad was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective main display. Appropriate action was taken to correct the reported problem by replacing the main display. Additional information: a device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with "bottom half of the display is bad." This event occurred upon power up; however, it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.